Event description:
A customer reported a pump malfunction with a code "malf 12," but no notable events occurred prior to the malfunction. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer experienced the same malfunction three times, prompting technical support to arrange for a pump replacement. The customer will use multiple daily injections as a backup therapy.